Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure in the ir, the md found the basket was broken. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the ptd basket wire disconnecting from the basket during use was confirmed through visual examination. One 7 fr ptd catheter assembly was returned. Microscopic examination revealed that one basket wire was broken from the distal connector assembly and its cable wires were observed to be both broken and pulled out intact. The broken basket wire end was jagged and appeared to be missing a piece or two which were observed inside the open well of the distal connector assembly. Functional testing on the other three wires revealed that they were secured to the distal connector assembly. The IFU for this product provides warnings to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment and that the catheter assembly is not to be advanced forward during activation. The IFU also warns that potential fragmentation of the basket may occur with prolonged activation. A device history records review was performed and did not reveal any manufacturing related issues. Based on the damage observed to the basket assembly and the time of occurrence, operational context appears to have caused or contributed to this event. No further action will be taken.